Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was inoperable. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when this issue was observed and was replaced with another v60, but there was no reported medical intervention or delay in therapy. The customer called technical support to report that the navigation ring was inoperable. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the navigation ring was inoperable. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The front bezel which loaded the navigation ring in advance was therefore replaced, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.